Event description:
During a family meeting it was brought to the team's attention that the patient's father was concerned about the length (marking on suction catheter) that staff were suctioning the patient. He was admitted for a tracheostomy and teaching. He was using an in line suction catheter and in report from picu, he was to be suctioned to the double yellow line on the catheter. On this date it was noted that the patient had an endotracheal closed suction system in place, not a trach closed suction system. Therefore the length of the tube was longer and the patient was being suctioned to a much deeper length with an endotracheal catheter than the tracheostomy catheter.once in place there is no way to tell which catheter is being used. There should be a way to tell directly on the catheter if it is for a trach or endotracheal tube.